Manufacturer narrative:
Literature: amplitude of tissue oxygenation index change predicts cerebral hyperperfusion syndrome during carotid artery stenting park h.s., nakagawa I., yokoyama s., motoyama y., park y.s., wada t., kichikawa k., nakase h. World neurosurg. 2017 99: (548-555) http://dx.doi.org/10.1016/j.wneu.2016.12.062 age/date of birth: mean age. Sex: majority gender. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A study was carried out between january 2010 and february 2015 to predict cerebral hyperperfusion syndrome during carotid artery stenting by looking at the index change in amplitude of tissue oxygenation. The perioperative amplitude of toi was monitored in 130 patients undergoing cas (109 male and 21 female; mean age, 74 years old, age range; 53-89 years old). The criteria for cas included stenosis >80% for asymptomatic lesions or stenosis >50% for symptomatic lesions, and patients with a high risk for cea. One of the devices used for carotid artery stenting was a protege self-expanding stent. Cas was performed successfully in all 130 patients. Hyperperfusion syndrome was observed in 2 cases presenting with headache and confusion after cas; however, intracranial hemorrhage did not occur because of postoperative sedation using dexmedetomidine and strict blood pressure control immediately after suspicion of hps. These 2 patients were discharged from hospital after close monitoring without any neurologic deficits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.